Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) level displayed as "high" on the continuous glucose monitor; cause was unknown. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.